Manufacturer narrative:
Device evaluation: the device related to the reported event capsular contracture was received on (B)(6) 2021 with lot number 3301873. Analysis of the returned device identified the weight the device within specification and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade IV.

Event description:
Health care professional reported " right side capsular contracture baker grade IV ". The device remains implanted.